Manufacturer narrative:
The reported event of noise was confirmed. Device was found to be normal in the laboratory. The cause of noise and subsequent oversensing is consistent with lead noise and corroborated by the reported event description. Functional testing of the device indicated normal behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number:2017865-2021-36547. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was sensing noise on the implantable cardioverter defibrillator and right ventricular oversensing. On (B)(6) 2021 the device was explanted and the lead was capped and replaced. The patient was in stable condition.